Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion, and a battery depletion code was emitted and had 20% longevity remaining. A request was made to have the data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. A technical services consultant recommended a replacement. To date, this device remains in service. No adverse patient effects were reported.